Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report battery issues on the insulin pump and a blank display screen. Customer called to report that the insulin pump alarmed weak battery and failed battery test. Customer's blood glucose reading was 150 mg/dl. Troubleshooting was done. Product is not being returned or replaced.